Manufacturer narrative:
(B)(4). Pt identifier: customer did not provide any information regarding patient involvement. Carefusion¿s service technician was able to verify the customers reported issue, ¿we noticed the vent goes into a constant reset cycle. The component creating the resets is a damaged main flex assembly.¿ device was repaired.

Event description:
The customer reported that the ventilator goes into constant reset cycle due to a damaged main flex assembly. The customer has not stated if there was patient involvement or not.